Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient described the area as a wet, red, itchy rash under the front te pad only. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.